Event description:
The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3 b5 h6. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Seroma-late: unable to observe since it is not related to the device. Silicone migration: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported left side was replaced and "the rupture of my implants have caused my rheumatoid arthritis" not device related.

Event description:
Patient reported left side "rupture", "focal bulge", "seen within the breast at 4 o'clock position, deep third region. There is extra silicone. The silicone deposition noted within the lymph nodes in the axillary region and internal mammary region. There is an extracapsular silicone noted in postero-laterally in the superior aspect" and "peri-implant fluid" via MRI report. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma-late and silicone migration are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: seroma-late, rupture, silicone migration.